Event description:
Bilateral augmentation in 1986. Now having increased pain and discomfort more on right than left. In 2005, pt underwent bilateral capsulectomy and implant removal. Right implant intact in capsule- left implant was ruptured within the capsule. Patient augmented with 400cc silicone implants.